Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, after the left ventricular (lv) lead was placed, the lead moved from the target position when the catheter was withdrawn. A new catheter was used and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.